Event description:
Four to five minutes after starting the bursectomy of the subacromial space, with the whirlwind probe, surgeons observed the skin all surrounding the site turning to white and after that they saw vapour (smoke). They stopped, checked they have placed the probe correctly inside patient's body. Decided to replace the probe and finished the surgery with no more problems. Whirlwind was wasted. At the beginning the burned areas were blisters (flictenas). Burnt of 1st, 2nd, and 3rd degree are currently being healed by professional plastic surgery dept.

Manufacturer narrative:
(B)(4).